Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Unable to troubleshoot pump that at the time of the call. Advised nurse to have customer call the hotline. Nurse also stated that there might be a problem with infusion sets.